Manufacturer narrative:
To date the samples have not been returned for evaluation and root cause analysis, nor is there any additional information. Sterile samples from the reported lot were visually examined and tested for tensile strength and met all current specifications. A review of the device history records for the finished good lots, including sterility records, did not identify any quality issues during the manufacturing, in-process or final inspection processes. A definitive root cause for the reported events of dehiscence(s) cannot be confirmed with certainty. Wound dehiscence is one of the most common complications of surgical wounds, involving the opening of the surgical incision. There are many causes that can result in the wound opening or sutures failing during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. The surgical procedure: the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. Other factors: the risk is greater with smoking, obesity, premature post-surgery exercise, heavy lifting, recurrent vomiting, coughing or an improper diet that leads to constipation.

Event description:
On (B)(6) 2019 it was reported by our distributor that a patient returned to the surgeon with wound dehiscence and infection. The treatment is unknown, there is no other information at this time.